Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw successfully grasped and captured the leaflets. During deployment it was difficult to detach the shaft of the mitraclip from cds. Troubleshooting was performed successfully and the clip was able to be deployed. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.